Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a "possible helium loss alarms and blood visible in drive line tubing". As a result, the intra-aortic balloon (iab) was removed and the patient is being supported with medications. There is no patient death or serious injury reported. Patient current condition reported as critical.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a "possible helium loss alarms and blood visible in drive line tubing". As a result, the intra-aortic balloon (iab) was removed and the patient is being supported with medications. There is no patient death or serious injury reported. Patient current condition reported as critical.